Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had two slings implanted. Date of the sling implant (s) was not provided. It was reported that the pt experienced "erosion" on one of the slings. An alternative incontinence device was implanted on (B)(6) 2013. No add'l pt complications have been reported.